Event description:
Reportedly, during a transmission attempt the pit button remains red and 5 progression lights are on. This error means that the patients is not enrolled in the smartview remote monitoring system. The patient performed an attempt on (B)(6) 2022 and on (B)(6) 2022 with the assistance of a local customer service. On each attempt the hotspot serial number was not the good. Preliminary analysis revealed that the reported issue most probably resulted from a corrupted value.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Preliminary analysis revealed that the reported issue most probably resulted from a corrupted value.

Event description:
Reportedly, during a transmission attempt the pit button remains red and 5 progression lights are on. This error means that the patients is not enrolled in the smartview remote monitoring system. The patient performed an attempt on (B)(6) 2022 with the assistance of a local customer service. On each attempt the home monitor serial number was not correct: a mismatch of the encoded serial number was observed in the logs of the home monitor.